Event description:
It was reported that the user experienced an insulin delivery stoppage with the ilet, associated with an occlusion alert that halted dosing, and subsequent troubleshooting identified a bent connector needle on an infusion set (contact detach) that prevented drops during prime until supplies were changed. Symptoms included hyperglycemia with a peak of 382 mg/dl due to interrupted insulin delivery. Outcomes included restoration of insulin delivery after a complete supply change with observed drops and resolution of the occlusion condition. Investigation included review of device logs and guided troubleshooting with visual inspection of components. Investigation of this case revealed that an occlusion occurred due to a bent connector needle within the infusion set assembly, and insulin delivery resumed after replacement, consistent with an infusion set and connector-related insulin flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was user-replaceable infusion set and connector damage leading to occlusion.